Manufacturer narrative:
(B)(4). Product has not yet returned for eval.

Event description:
Consumer complaint of low blood results reading "hi." Customer's mother states that her daughter is experiencing symptoms of extreme thirst and dry mouth and states, may require medical attention. Customer's expected blood results are 70-100mg/dl fasting. Verified the strips expire 06/29/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, himg/dl and 578mg/dl fasting. Reviewed meter memory: 1:himg/dl (B)(6) 2015 10:10am pm fasting: yes. 2:578mg/dl (B)(6) 2015 10:12am fasting: yes. The meter has not been used before so there is no meter memory. No adverse event reported.